Event description:
It was reported that the touchscreen became cracked due to the pump falling on the ground(user induced damage). The pump was confirmed to be functional. The customer's blood glucose level was 120 mg/dl. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the reported issue was due to usb pin damage that prevented charging.